Event description:
I received replacement heated hose for my resmed 11 CPAP (continuous positive airway pressure) machine from resmed (B)(4). When I attached the hose to my resmed 11 CPAP (continuous positive airway pressure) machine a strong toxic odor was emitted from the resmed 11 replacement hose causing me to develop a sore throat, headache and burning lungs and induced coughing. I would like the FDA to test my resmed 11 machine & hose to determine what toxic chemicals are being emitted from my resmed 11 machine & heated hose to prevent any further damage to my respiratory system from using this product. Resmed 11 CPAP machine and related CPAP machine supplies including resmed climatelineair 11 hose provided by (B)(4). Reference report: mw5152425.